Manufacturer narrative:
This report is to follow up with maude report# mw5038029. Investigation summary: the event was returned for evaluation. Upon inspection, engineering actuated the device and the first few times a clip loaded under the jaws. Engineering fired off the remaining clips and they all met specifications. Engineering disassembled the unit further and found internal component damage. Engineering determined the root cause was due to excessive interference between the jaws and the closure member, causing improper feeding. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our initial/final report.

Event description:
Lap chole - "clips jammed in clip applier while being used in case."patient status: fine.